Manufacturer narrative:
Product analysis # (B)(4). Equipment used: video inspection system (m-78210), ruler 200cm (m-83361); as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within plastic bio-pouch; and within an opened pipeline flex outer carton. The braid was returned within phenom 27 catheter. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal braid end was found not opened due to damaged braid. The proximal end of braid was found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The braid was pushed out from catheter hub without any issue. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open as the distal as the distal braid end was found to be not opened due to damaged braid. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open. When releasing the device, the distal part did not open, as it was damaged. When checking the device outside the patient, we saw the product defect and when it was time to remove it from the microcatheter, the product ended up detaching inside the microcatheter where it was analyzed together. It failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. After observing the problem and making a few attempts to open it, the healthcare provider (hcp) removed the diverter to analyze it and saw the problem. After passing the product through the microcatheter, it highlighted. Soon after, hcp picked up another product and the procedure was completed successfully. The devices were prepared as indicated in the instructions for use (IFU).  The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery. The max diameter was 4.5mm. The neck diameter was 4mm. The distal landing zone was 4.5mm and the proximal landing zone was 5mm. Vessel tortuosity was moderate. Patient successfully treated and medtronic product replaced. No patient symptoms or complications were reported.  Ancillary devices: neuron max penmbra sheath, phenom 27 medtronic microcatheter